Event description:
When using 200 fiber for laser in flexible dur-8 elite ureteroscope, about 1-1/2 to 2 inches of fiber broke off. Piece was retrieved with alligator forcep. After case scope outer casing found to have small hole but does not appear to have damage to optics.